Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the reported spider 2 was received with a battery charger and two batteries, marked with date codes (B)(6) 2012 and (B)(6) 2019. The battery charger could not produce a charging current. The battery from 2019 passed testing and the battery from 2012 was found to have low current output when compared to a test battery. Use of a depleted battery could prevent pressurization or depressurization, but would not cause sudden depressurization. A test battery was then used to test the returned spider 2. Upon initial pressurization, the unit made ticking noises and the motor ran continuously but the unit failed to pressurize. The power switch was then depressed to stop the motor. The returned device was tested again and pressurized, depressurized, and limbs manipulated successfully with no issues. The device was left pressurized for 14 hours and passed the weight test with a piston migration of 1.34 inches. The piston migration indicated some oil loss, this would have likely resulted from repeated use over time and would not have caused sudden depressurization of the unit. The set-up, main, foot and drape switches passed functional testing. The returned spider 2¿s pcb was installed in a test spider 2 and passed functional testing. The solenoid valve was disassembled and metal flakes and other debris were noted on and near the filter screen. Debris in the solenoid can prevent or delay pressurization, but would not cause sudden depressurization. At no time did the returned spider 2 depressurize suddenly. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Requested clinical information was not provided and thus a thorough medical investigation could not be rendered. Factors that could have contributed to the reported event include depressurization of the unit from accidental deactivation of the set-up, main, foot, or drape switches or failure of the unit to re-pressurize after depressurization and limb manipulation during the surgery. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.

Event description:
It was reported that, during a reverse shoulder replacement, the spider 2 tenet that was holding the arm on a beach chair position, spontaneously collapsed. As there was not a back-up device available, the procedure was finished by manually holding the limb. After placing the arm on a table, the fracture was grafted and the glenoid component was implanted. The surgery was delayed less than 30 min. The patient suffered a glenoid fracture as consequence of the positioning loss. As outcome, the patient has delayed mobilization, stiffness, prolonged rehabilitation, risk of implant loosening.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a reverse shoulder replacement, the spider 2 tenet that was holding the arm spontaneously collapsed. Since there was not any back-up device available, it is unknown how the procedure was finished. The surgery was delayed less than 30 min. The patient suffered a glenoid fracture as consequence of the positioning loss; the outcome is still unknown.